Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 30mmx3.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 32x3.50mm promus premier stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the edge of the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Promus premier ous mr 32 x 3.50mm distal portion of the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut was damaged and lifted. The undamaged crimped stent outer diameter) was measured using a snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube no issues. The mid-shaft section was detached and not returned. A visual and tactile examination of the mid-shaft, outer and inner lumen of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 30mmx3.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 32x3.50mm promus premier stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the edge of the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.